Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was where the garment lays and under her left breast. The patient reported having sensitive skin but was unsure of any skin allergies. The patient described the irritation as itchy dark spots on the skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's pcp prescribed cortisone cream and the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was where the garment lays and under her left breast. The patient reported having sensitive skin but was unsure of any skin allergies. The patient described the irritation as itchy dark spots on the skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's pcp prescribed cortisone cream and the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.